Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt connection not recognized) has been confirmed. The cause of the monitor continuously prompting the patient to connect the belt is a cracked trunk cable connector. The root cause of the cracked trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) old male patient's nephew contacted zoll customer support to report that the patient's monitor kept prompting the patient to connect the electrode belt when the belt was connected. The patient was provided with a replacement electrode belt.